Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he sprained his back and it was swollen. The patient was not getting good coverage since spraining his back, so the patient wanted to meet with a manufacturer's representative for programming. This occurred in (B)(6) 2015. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.